Event description:
A hospital in another country reported that the bennett ventilator's leak test would fail. The customer isolated the problem to the rt019 inspiratory/expiratory filter. No patient injury was reported.

Manufacturer narrative:
We have received the device and have started, but not yet completed the evaluation. We have visually examined the returned rt019 inspiratory/expiratory filter. Results -our records indicate that one other similar complaint has been received for this product. Conclusions: no conclusions can be made at this time.